Manufacturer narrative:
The company representative observed that the unit would run in normal mode for about 5 min., then the unit would alarm with maintenance required code #7 (power supply fan failure). The company representative replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a preventative maintenance, the company representative observed that the unit shut down. No patient was involved.